Manufacturer narrative:
Additional information provided in h.3 and h.10 . The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. There were no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported event. A director with gqca reached out to the site. Follow-up call with the dr. Along with company site qa and commercial to discuss any remaining concerns regarding company preload (initial call was 11jan2021). Surgeon reported increasing temperature within recommended range made a positive difference with company cartridge edge defects, although the clinic has decided to go with manually loaded iols going forward. No new information was provided and there were no additional concerns at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implantation procedure the lens optic edge appeared damaged. The lens was implanted and remains in the patient's eye. No patient harm was reported. Additional information has been requested.